Event description:
The following was reported to hamiton medical ag: tf431009, tf481004 during start-up and failed the self-test. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).